Manufacturer narrative:
Infection was reported for patient with a total knee replacement. Revision surgery is planned. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
Infection was reported for patient with a total knee replacement. Revision surgery is planned.